Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to moisture damage at the keypad traces. Traces of corrosion were noted at the motor assembly during visual inspection. The device was received with cracked case at display window corners, reservoir tube and battery tube threads, and minor scratched display window.

Event description:
Customer reported to have experienced physical damage and button malfunction due to moisture. Customer's blood glucose was 142 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.